Manufacturer narrative:
(B)(4). D10: 42539905395, tibial recutter 5 degrees left medial/right lateral 2mm depth, (B)(6). The event is confirmed. Visual examination of the returned product identified is fractured. The pin exhibits signs of use wear/damage/burrs. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two instruments were returned jammed, the devices were a tibial recutter and a pin. It is unknown when the devices jammed. Upon completion of investigation, pin was identified to be fractured. Event reassessed to reportable based on sentinel event. Attempts have been made, and all available information has been provided.